Event description:
Additional information received reported that the patient and her mother did not have problems with the patient's first device for ''nearly'' two years, so it was most likely not misuse of the patient programmer that caused the device to turn off. Two days later, it was reported that the patient's device had been turned off eleven times in seven weeks. During that time, no power on resets (por) occurred and the battery was always charged up enough to keep stimulation on. It was noticed that each time the device turned off it was in the later afternoon and early evening and occurred in sets within days of one another. It was expected that if the device was spontaneously turning off it would have been more random. Later that day it was reported that impedances were checked again and were all fine. It was determined that none of the patient's recharge sessions occurred on days when stimulation turned off. The exact cause of the device problem was still not clear, but was still believed to be caused by the patient programmer, intentionally or not.

Manufacturer narrative:
Product ID, neu_unknown_lead lot# serial# unknown, explanted: 2012 (B)(6), product type lead product ID, neu_unknown_lead lot# serial# unknown, explanted: 2012 (B)(6), product type lead product ID, neu_unknown_ext lot# unknown, explanted: 2012 (B)(6), product type extension product ID, neu_unknown_ext lot# unknown, explanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that after the patient's previous implantable neurostimulator (ins) was replaced with this ins, impedances were "bad" again. Additionally, the patient's ins went off "every now and then" which was confirmed with the patient programmer as well as by the patient's return of symptoms. The reporter also indicated that the patient's ins "fell out" with no particular reason. It was initially unclear what the cause of this issue was. The reporter indicated that a gsm antenna had been recently constructed opposite the patient's house, and the switching off only seemed to occur when the patient was at home. The reporter further indicated that due to growth, the patient's leads were "very damaged" and were successfully replaced, together with the extensions, on (B)(6) 2012. The ins however, remained implanted. Impedances obtained post-operatively were within normal limits. The reporter indicated that all issues were solved and therapy was going well. However, the ins continued to "fall out" now and then. Date files were then analyzed which showed that the ins was being turned off with the patient programmer and not due to external interference. If additional information becomes available, a follow-up report will be submitted. Refer to manufacturer's report # 3004209178-2012-05407 for additional patient information.